Event description:
A 3.0 mm diameter x 9 mm length driver mx2 coronary stent system was inserted into a pt for the treatment of a mid rca lesion site. The vessel morphology was not reported. It was reported that the device was inserted into the pt; the physician was attempting to cross the lesion by going back and forth with the stent delivery system. It was noted at the attempt to cross the lesion site that the stent had dislodged. It was reported that the stent was successfully removed out of the catheter. The case was completed with another product. No add'l clinical sequelae were reported. Although it was reported to the sales rep that the stent dislodged, the evaluation did not show this and further info is pending. Medtronic has received the device and its analysis has been completed. The proximal shaft of the device was broken distal to the strain relief. The stent was positioned between the marker bands, proximal and distal pillows are present. Balloon had not been inflated. The mx2 shaft was broken at a previous kink point on the shaft and kinks were evident adjacent to the break point.